Manufacturer narrative:
Our quality engineer inspected the photo and 375 representative samples submitted for evaluation. The reported issue of safety shield broke off was not confirmed upon inspection of the samples. Analysis of the samples showed no damage or defects. No hub hook breakage or safety shield breaks were observed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. The root cause could not be determined as the defect was not replicated.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle eclipse 25x1 rb safety shield broke off (eclipse) it was reported by customer that when attempting to lock the needle after vaccine administration the cap breaks off. Verbatim: rcc received a complaint via email. Email(s) attached. Defective product: eclipse needle for luer-lok syringes, orange hub, 25g x 1¿ manf # 305761. Concern: from (B)(6): when attempting to lock the needle after vaccine administration the cap breaks off. This happened this morning with my back office visit I had. I administered the first vaccine and still had a second one to administer. I made sure parent helped me hold babies' arms so that the baby would not touch the needle that was on my tray. I feel that these needles are very unsafe, and I don't feel safe using them as well. Some of the other caregivers have experienced this issue as well. This is a recent conversion due to a change in the (B)(6). I believe that there was not any education given and this may be a need. Customer response on 25-jul-2025. Bd team, for your information: the concern that you received from me was provided by (B)(6). My part of the process is to be sure that the concerns of the caregiver are passed to the correct place so that we can work together to improve products and patient safety. (B)(6) can you please respond to the below request from bd? Thank you all for the attention to this matter. Bd rep response on 25-jul-2025. @productcomplaints ¿ please adjust the contact for this complaint from (B)(6). Additional customer response on 25-jul-2025. Bd team the lot number is 0259457 and yes, I do have a couple of boxes available to return for further investigation. Thank you for your support in resolving this issue. Please feel free to reach out if you have any questions or need further assistance.